Event description:
Received info that the customer's pump was requesting for more than 50 units of insulin the cartridge. Reportedly, the customer had initially loaded 150 units of cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge; the customer used cold insulin. The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.